Event description:
The customer reported that the "battery can't be fixed". Further information was provided that the battery could not held in place within the battery compartment. There was no reported patient or user involvement and no adverse patient/user impact.